Event description:
The complainant reported that an automated impella controller( aic ) experienced an unspecified error. The device was removed from service as a result of the failure and a loaner was sent to the customer site for use as needed. No patient is involved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device will not be returned from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. E2 health professional revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H6 investigation findings 3233 should not be on initial manufacturer device report in accordance with updated procedures. H6 investigation conclusions revised in accordance with updated procedures. H10 updated with additional information.